Event description:
Reportedly, during use the balloon would not deflate the saline.

Manufacturer narrative:
Evaluation summary: the reported defect was confirmed for balloon damage. The evaluation included visually examine and note any observed abnormalities such as damaged, incorrect or missing components; contamination; or improper labeling. Visually inspect the balloon and balloon windings/bonds for indication of damage or abnormality. The proximal windings have slipped, unraveled and been pulled distal on the catheter tip. The balloon latex has trapped fluid inside the balloon. This condition may occur when the pull force of 1.5 lbs (per dfu) has been exceeded. A device history record review was completed and documented that the device met all specifications upon distribution.